Event description:
It was reported that during a supply change the user found the cartridge empty before filling the tubing, and support instructed the user to replace the cartridge and start with new supplies; no insulin odor or visible leak was reported, and the issue was associated with a leak involving the reservoir component. Customer care provided support thatincluded troubleshooting steps with the user. Investigation of this case revealed leakage related to a seal, consistent with a leak or splash involving the reservoir. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.